Event description:
The customer reported a rate change occurred on a heparin infusion. At approximately midnight, the infusion was running at 23.5 units/kg/hour and the next day, when the day shift started the rate was observed running at 30 units/kg/hour. It is unknown how this rate changed occurred. A new heparin drip, IV tubing and pump were initiated. A routinely scheduled ptt was drawn and the results were reported as sub therapeutic. No additional patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.